Event description:
Customer claims that the alarm has power, but no alarm tone when the magnet clip is detached from the alarm. The unit was tested with new batteries. The alarm unit has no visual damage. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the alarm unit has no power, therefore, no alarm. The battery door is damaged and broken, which makes it difficult to slide the battery door back into place. (B) (4).